Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified, the weight the device was within specification, a brown encapsulation, a deformation, and some fold creases. After autoclave cycle were observed a cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported seroma for an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and pain.

Event description:
Patient reported seroma for an unknown side. Device has been explanted.